Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was reportedly in the 400 mg/dl range. The customer could not recall how the issue was resolved. System check could not be performed as the event occurred in the past.